Manufacturer narrative:
(B)(4). The date of the event onset was reported as an unknown date in (B)(6) 2016. This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
An automated peritoneal dialysis patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was further described as "the patient used bed pan while using pd therapy". Forty nine days prior to the receipt of this report, the patient was hospitalized for an unrelated medical condition. During hospitalization the patient experienced peritonitis. Treatment details were not reported. Dianeal therapy remained ongoing. On an unknown date during the same month, the patient was discharged from the hospital. The patient did not recover from the peritonitis event and experienced a relapsed peritonitis event on an unknown date the following month. It was not reported if the patient was hospitalized at this time for the event. The patient was treated with vancomycin (dose, route, frequency, and duration not reported) for peritonitis. Dianeal therapy remained ongoing. The patient's recovery status and outcome of the event were unknown. It was not reported if the patient was retrained on proper aseptic technique. No additional information is available.